Event description:
Patient had a midurethral sling performed. She has been having a pinching and uncomfortable sensation in her vagina since that time and has been very bothered by this. Surgeon discussed the pros and cons of removing the sling at length, and she understands that removing the sling will lead to recurrence of her incontinence, may not improve her pain, and could potentially injure surrounding organs; however, she would still like to proceed. She also did have some blood in her urine and had symptoms suggestive of interstitial cystitis, so a CT urogram was performed which was negative and a cystoscopy was performed during the procedure. Surgeons were able to get around the mesh lateral to the urethra and dissect around it, divided in the middle, and then each arm was dissected laterally all the way to the obturator foramen, brought up bilaterally without any difficulty. The anchors were not able to remove from the obturator foramen; however, surgeons were able to remove the entirety of the mesh on both sides.what was the original intended procedure?excision of midurethral mesh sling, as well as cystoscopy and hydrodistention.device #1is this a laboratory device or laboratory test?no.